Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot # or serial number of meter or test strips was not provided.

Event description:
The lay patient contacted lifescan (lfs) on (B)(6) 2011 alleging that his lancing device was broken because the lancets kept falling out and was loose. A medical surveillance specialist (mss) spoke to the patient on (B)(4) 2012 and obtained the following information: the patient mentioned that he tests around 4x a day or even more depending on how he feels; however, he was unable to test or take any insulin for about eight weeks due to a broken lancing device. The patient mentioned he had no other way of testing his blood sugar and didn't think about just pricking himself with the lancets. He does not recall the date and time; however he ended up developing symptoms of hallucinations and ended up going to the hospital where he received insulin for a blood glucose around 450 mg/dl. After receiving the insulin he felt better; however, was admitted for two days and claims his insulin was not adjusted or changed after being discharged. This was not the first time the patient was using the product. The product was replaced. The complaint is being reported since the patient alleged that due to the lancing device not working, the patient did not test his blood glucose for eight weeks or take insulin, developed symptoms and had to be hospitalized and received treatment for a reading of 450 mg/dl.